Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4)-2018 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and a test battery cap. Upon battery insertion, no auditory tone or vibratory alert occurred, with a blank display. The battery cap was able to fully tighten. The battery cap measured within specifications. The battery compartment was cracked observed in the thread area. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. The leak test showed a leak at the battery compartment crack. The pump case was removed and evidence of moisture contamination was found inside the pump on the battery canister. The pump was unresponsive due to battery compartment damage and moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.